Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy, it was reported by the affiliate that the ms512 connection part of the cap, fell apart. Also the clips would not feed into the jaw properly with both the er320 and the er420. Another er320, er420 and ms512 instruments were used to complete the case. There was no consequence to the pt.